Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported during the implant procedure the surgeon could not access the epidural space with the lead insertion needle. After a few attempts the needle was twisted. The lead was not implanted and the procedure was abandoned. There were no other complications.